Event description:
It was reported that there was a black mark on the reservoir of a large volume intermate. This was noted after compounding with ciprofloxacin. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Lot 14f003 was manufactured between june 5, 2014 and june 6, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.